Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the cannula was blocked by a plug of cement, which prevented the pouch from being punctured properly. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. Corrective action has been initiated for the reported issue. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the mixing of cement was impossible. The liquid did not enter the powder space as the bag would not perforate. No patient consequences were reported.